Manufacturer narrative:
Meter was returned to arkray (importer) and investigated. Corrosion was found inside the battery compartment. Corrosion was cleaned and new batteries were inserted into the meter. Meter would then work for testing and performed to specification. Apex (manufacturer) received the return of subject meter and evaluated. Fluid leakage found on pcba. Performed control solution test to returned meter and retain meter, all values were within the control solution range. The returned meter gave results in mg/dl format. Evidence of evaluation is attached. Corrective actions are initiated to improve the potential problem.

Event description:
No physical damage to the meter. No debris around the test strip port. Customer stated that her meter started to read her results as mmol. Walked customer through a proper blood test and she received a reading of 8.9 mmol. The meter read the results out loud as mmol.